Event description:
It was reported that there was a leak was observed from the tip of the balloon catheter during inflation. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed no anomalies. The distal tip of the balloon catheter was intact. During functional testing, device was flushed and flush exited the balloon. A demonstration guide wire was advanced to the distal tip and a leak was noted. The balloon was noted to be burst as well. Based on the information currently available, it is probable that some procedural factors encountered during preparation for the procedure limited the performance of the balloon contributing to the reported and observed damages. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that there was a leak was observed from the tip of the balloon catheter during inflation. There were no reported clinical consequences to the patient.